Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 07/26/2018 stating that several spikes in impedance was noted on this lead and had cross chamber oversensing of ventricular signal on ra lead. There was no noise noted, threshold and sensing was good. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).